Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009. Predilatation was performed on the distal lad and the obtuse marginal prior to stenting; however, predilatation was not performed on the proximal lad. A total of four xience v stents were implanted during the procedure, one in the distal lad, two in the proximal lad and one in the obtuse marginal. No procedural complications were reported. Two days later, the patient began itching all over the body, which was treated with medication and the symptoms resolved the same day. No additional event or patient information is available.

Manufacturer narrative:
The three other xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number. Results and conclusion summation - allergic reaction, as noted in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. The IFU states the xience stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. A conclusive cause for the patient effect, and the relationship to the products cannot be determined.